Event description:
Potential for injury associated with the gas locking cylinder on a tdxsp power chair sticking. This compromises the ability of the caster wheels to come back down to ground after going over a bump, threshhold, etc.